Event description:
It was reported that during implantable pacing lead (ipl) procedure, the tip was deployed and retracted approximately seven to eight times to locate a good atrial position. On the final attempt to deploy, the tip failed to deploy after greater than 20 rotations. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.